Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was involved in a traffic accident on (B)(6) 2022 and got hit on the implant site. The hearing performance with the device has been affected since. Re-implantation is considered but has not been scheduled yet.

Event description:
The user was involved in a traffic accident on (B)(6) 2022 and got hit on the implant site. The hearing performance with the device was affected since. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device had failed due to an external impact to the active electrode. In addition, as per information the implant housing had moved from its original position. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.